Event description:
A customer reported to baxter (B)(4) of a bio-set vail containing the lyophilisate in which when the cap was removed from the top of the set; it was covered with a stinky oily layer. That oily substance had an acrid small like chemical thinner similar to terpentine or petrol or machine oil. This condition was noticed before usage. There was no reported patient involved or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an investigation. It can be concluded that the reported oily layer is actually the silicone which each bioset is supposed to contain. No particular smell was noticed. Hence it can be concluded that no non-conformance was noticed on the sample received. Baxter shall keep monitoring these events during quality reviews. The reported condition was confirmed; however, the cause of this condition is due to the normal manufacturing process. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.